Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. On (B)(6) 2011, the pt's scs system was programmed and no mention of abdominal pain was voiced. On (B)(6) 2011, the pt reported that he has experienced severe abdominal pain since implant. The pt advised that the pain is present whether stimulation is on or off. No further information is available at this time.